Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: on the information obtained, we were unable to identify the specific cause of the dent in the channel tube, but it is presumed to be due to usage stress or external factors. It was not possible to identify the exact cause of the burn on the plastic distal end cover. However, it is possible that high-energy instruments (such as high-frequency devices) were used without maintaining sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was observed that the plastic distal end cover of the gastrointestinal videoscope was burned. In addition, a dent was noted on the channel tube, which prevented smooth insertion of the forceps. There was no patient involvement.